Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received it. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter is giving inaccurate high readings due to an alleged one touch ultra punctured vial. The complaint is classified based on the documentation of the customer care advocate (cca). During the beginning of approx two months earlier, the patient had noticed that she has been getting extremely high readings. The patient obtained a glucose reading of "427 mg/dl" on her lfs meter (unspecified date and time). The patient did not take any action in regards to diabetes treatment due to the reported reading. She went to the doctor's 2-3 hours later and obtained a reading of "112 mg/dl" on her doctor's meter. At some point after the reported issue began (unspecified date and time), the patient passed out while shopping, and was rushed to the emergency room. She obtained a reading of "27 mg/dl" (unspecified time and day) on an ER meter and was treated with cola until her blood sugar was normal again. After the incident, her doctor suggested that she go off of the avandia diabetes medication. During the troubleshooting session, the cca verified that the meter was set to the correct unit of measurement, the correct testing technique was used, the punctured area was cleaned correctly, and the patient was not reading the meter right side up. This complaint is being reported because the patient alleged the one touch ultra meter has been reading inaccurately high due to the punctured test strip vial. After the reported issue began, the patient passed out, was taken to ER, and obtained a reading of "27 mg/dl" on an ER meter. The meter, test strip, and control solution were replaced.